Event description:
It was reported that 3 weeks post-op, spacer identified to have migrated out of disc-space. Revision conducted to remove and replace. Patient outcome: no adverse effect reported as result of the event.

Manufacturer narrative:
A visual examination confirmed that the reported event. The DHR was reviewed and there were no dimensional, functional or material anomalies found in the documentation. The probable underlying root cause for the reported event is "teeth" deformation during implant insertion. The implant may have hit a section of extremely tough cortical bone during insertion leading to the deformation of the "teeth". With deformed "teeth" there is a higher risk of implant migration as was reported.